Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause of the reported complaint cannot be determined. As stated on the IFU (instruction for use) the user manual states: the operator should ensure that the generator (spl-g) and all cables and all components on transducer are undamaged prior to beginning any procedure and it is always recommended that a spare transducer and probe assembly be available. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The unit was tested and failed initial test with an error led not lighted up for single and double click testing. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device was observed to be not turning on. There was no patient involvement on this event. No user injury reported.